Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse discovered that the startup sequence halted at the philips logo. Since this issue was a singular occurrence, the fse proposed replacing the host pc hdd and executing a ghost restore; however, the customer rejected this solution, citing the necessity to recreate all images during the restoration. The fse continued to monitor the system, and subsequently, the system was returned to use in good working order.